Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One ampere¿ rf ablation generator pn h700489 sn (B)(6) was received into the lab for analysis. When power was applied to the generator, the screen illuminated red while displaying a generator malfunction error, contact st. Jude medical. Based on the information provided to abbott and the investigation performed, the reported issue was isolated to an intermittent rf/mn board assembly.

Event description:
During the radiofrequency ablation atrial fibrillation procedure, the procedure was aborted due to a generator error issue. When starting to deliver radiofrequency ablation, there was an error on the ampere generator saying, "general malfunction." The ampere generator was rebooted several times and the power cable was replaced with no resolution. The procedure was aborted. There were no adverse consequences to the patient.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model h700489) is an ous configuration not available in the us and is therefore not referenced in the gudid database.